Manufacturer narrative:
The fenestrated bipolar forceps has been returned and evaluated by the failure analysis team on (B)(6) 2022. Failure analysis investigations did not replicate nor confirm the customers reported complaint of "broken cable. Upon visual and microscopic inspection, there were no damage found to the cable assembly or conductor wire. The electrical continuity test passed. Additional observation: the instrument was found to have a broken grip at the grip base. Failure analysis found the additional failure of a broken grip to not be related to the customer reported complaint. A piece approximately 0.54" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned. The root cause is attributed to mishandling/misuse, such as excess force applied to the instrument jaws. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (broken grip). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The reportability aware date has been updated to (B)(6) 2022 based on the additional information.

Event description:
It was reported prior to starting a da vinci-assisted surgical procedure, that the instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the initial reporter had no additional information.